Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, only the connector portion of a partial lead was returned in one piece, measuring 6.9 cm. An impedance test was unable to be performed due to the condition of the lead as received. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right atrial lead exhibiting high pacing impedance. A lead revision was initially attempted on (B)(6) 2021; however, the physician was unable to obtain venous access and the procedure was aborted. The lead was temporarily deactivated via programming, and successfully explanted during the second revision attempt. The patient was in stable condition throughout.